Manufacturer narrative:
Concomitant medical products: (2)8015;(7)pri tubing;2260-0500;(7)8100; therapy date (B)(6) 2018. The customer¿s report of an overinfusion was neither confirmed nor replicated. The pcu event log received was overwritten and did not contain any information for the reported event date/time. Therefore the specific keys presses, medication, and profile in use were not be able to be identified. Review of the pump module event log showed that the initial infusion was programmed at rates of 22ml/hr, 5ml/hr (kvo rate), and 10ml/hr, and completed normally. A second bottle was hung at 10:05 pm on (B)(6) 2018. The device was then programmed and infused at various rates (15.8ml/hr, 7.9ml/hr, and 5.925ml/hr) until 3:17 am on (B)(6) 2018 when it was channeled off. The volume that should have infused during this period was approximately 64.025ml. Rate accuracy testing of the module showed it was infusing within specifications. Testing and inspection of the primary set showed no leaks or other anomalies. There were no anomalies observed from the photos provided by the customer regarding the set-up of the disposable set. The customer reported that the bottle was empty, however the bottle received with the disposable set had approximately 95ml of fluid in a 100ml bottle. The returned bottle is believed to be the 3rd bottle in use. The root cause of the reported overinfusion was not identified.

Event description:
The customer reported that a primary infusion of precedex (400mcg/100ml vial, 0 - 1.2 mcg/kg/hr prn with a patient weight of (B)(6)) had been primed (with ¿little¿ medication purged from the line) and the infusion was started. Shortly after the infusion began, the pump alarmed for air in line. The bottle and the tubing were empty with no leaks noted from either. The covering nurse thought that more was purged from the line during priming than was originally thought. Another bottle was hung and this administered quickly, within an hour. For the appropriate dose the rate was set for 23ml/hr; therefore, a bottle should have lasted about 4 hours. The patient showed signs of sedation but was then considered stable. Precedex titration information from the patient's chart was as follows: at 2200 the infusion was initiated at 0.8mcg/kg/hr; at 0115 the dose was decreased to 0.4mcg/kg/hr; at 0210 the infusion was stopped due to over sedation; at 0250 the infusion was restarted at 0.8mcg/kg/hr. The patient's chart also indicated the following medications were infusing at the time of the event: propofol, d5½ns, ns, levophed, vasopressin, dilaudid, tranexamic acid. Received a copy of the customer's cmdsnet program report from health canada which states, ¿suspected overinfusion intended programming: precedex 400 mcg/100ml precedex infusion 0 - 1.2 mcg/kg/hr prn patient weight: 86.1 kg precedex titration information from patient chart: 2200: predecex initiated @ 0.8mcg/kg/hr 0115: precedex decreased to 0.4mcg/kg/hr 0210:precedex infusion stopped due to over sedation 0250: precedex infusion restarted at 0.8mcg/kg/hr incident report: patient needed a dexmedetomidine infusion. I was the covering nurse and assisted in the set up and administration of it. Writer primed the tubing and set up the pump as a primary infusion, noting there was a small amount of purging of the line. Once the infusion had commenced for a short period of time, the pump alarmed that there was air in the tubing (the bottle and tubing had run empty, no leak noted in tubing, bottle, or connections). Writer thought perhaps more was purged from bottle than previously assumed, and new bottle spiked. Later the next bottle had run through very quickly as well. For appropriate dose, medication drip rate should have been around 23 ml/hr (so a 100ml bottle should have run over 4 hours). This ran over approximately an hour. The patient was stable. Anesthesia on call was notified. Pump was stopped and disconnected from patient. Note left on pump channel to not use pump or tubing, but to save and send to biomed. Lmbme investigation: tubing set was inspected and no irregularities were identified. Pump was also inspected which did not reveal any irregularities. Root cause was not able to be determined. Pump sent to bd for further investigation."

Event description:
The customer reported that a primary infusion of precedex (400mcg/100ml vial, 0 - 1.2 mcg/kg/hr prn with a patient weight of 86.1 kg) had been primed (with ¿little¿ medication purged from the line) and the infusion was started. Shortly after the infusion began, the pump alarmed for air in line. The bottle and the tubing were empty with no leaks noted from either. The covering nurse thought that more was purged from the line during priming than was originally thought. Another bottle was hung and this administered quickly, within an hour. For the appropriate dose the rate was set for 23ml/hr; therefore, a bottle should have lasted about 4 hours. The patient showed signs of sedation but was then considered stable. Precedex titration information from the patient's chart was as follows: at 2200 the infusion was initiated at 0.8mcg/kg/hr; at 0115 the dose was decreased to 0.4mcg/kg/hr; at 0210 the infusion was stopped due to over sedation; at 0250 the infusion was restarted at 0.8mcg/kg/hr. The patient's chart also indicated the following medications were infusing at the time of the event: propofol, d5½ns, ns, levophed, vasopressin, dilaudid, tranexamic acid. Received a copy of the customer's cmdsnet program report from (B)(6) which states, ¿suspected overinfusion intended programming: precedex 400 mcg/100ml precedex infusion 0 - 1.2 mcg/kg/hr prn patient weight: 86.1 kg precedex titration information from patient chart: 2200: predecex initiated @ 0.8mcg/kg/hr 0115: precedex decreased to 0.4mcg/kg/hr 0210:precedex infusion stopped due to over sedation 0250: precedex infusion restarted at 0.8mcg/kg/hr incident report: patient needed a dexmeditomidine infusion. I was the covering nurse and assisted in the set up and administration of it. Writer primed the tubing and set up the pump as a primary infusion, noting there was a small amount of purging of the line. Once the infusion had commenced for a short period of time, the pump alarmed that there was air in the tubing (the bottle and tubing had run empty, no leak noted in tubing, bottle, or connections). Writer thought perhaps more was purged from bottle than previously assumed, and new bottle spiked. Later the next bottle had run through very quickly as well. For appropriate dose, medication drip rate should have been around 23 ml/hr (so a 100ml bottle should have run over 4 hours). This ran over approximately an hour. The patient was stable. Anesthesia on call was notified. Pump was stopped and disconnected from patient. Note left on pump channel to not use pump or tubing, but to save and send to biomed. Lmbme investigation: tubing set was inspected and no irregularities were identified. Pump was also inspected which did not reveal any irregularities. Root cause was not able to be determined. Pump sent to bd for further investigation."

Event description:
The customer reported that a primary infusion of precedex (400mcg/100ml vial, 0 - 1.2 mcg/kg/hr prn with a patient weight of 86.1 kg) had been primed (with ¿little¿ medication purged from the line) and the infusion was started. Shortly after the infusion began, the pump alarmed for air in line. The bottle and the tubing were empty with no leaks noted from either. The covering nurse thought that more was purged from the line during priming than was originally thought. Another bottle was hung and this administered quickly, within an hour. For the appropriate dose the rate was set for 23ml/hr; therefore, a bottle should have lasted about 4 hours. The patient showed signs of sedation but was then considered stable. Precedex titration information from the patient's chart was as follows: at 2200 the infusion was initiated at 0.8mcg/kg/hr; at 0115 the dose was decreased to 0.4mcg/kg/hr; at 0210 the infusion was stopped due to over sedation; at 0250 the infusion was restarted at 0.8mcg/kg/hr. The patient's chart also indicated the following medications were infusing at the time of the event: propofol, d5½ns, ns, levophed, vasopressin, dilaudid, tranexamic acid. Received a copy of the customer's cmdsnet program report from health canada which states, ¿suspected overinfusion intended programming: precedex 400 mcg/100ml precedex infusion 0 - 1.2 mcg/kg/hr prn patient weight: 86.1 kg precedex titration information from patient chart: 2200: predecex initiated @ 0.8mcg/kg/hr 0115: precedex decreased to 0.4mcg/kg/hr 0210:precedex infusion stopped due to over sedation 0250: precedex infusion restarted at 0.8mcg/kg/hr incident report: patient needed a dexmeditomidine infusion. I was the covering nurse and assisted in the set up and administration of it. Writer primed the tubing and set up the pump as a primary infusion, noting there was a small amount of purging of the line. Once the infusion had commenced for a short period of time, the pump alarmed that there was air in the tubing (the bottle and tubing had run empty, no leak noted in tubing, bottle, or connections). Writer thought perhaps more was purged from bottle than previously assumed, and new bottle spiked. Later the next bottle had run through very quickly as well. For appropriate dose, medication drip rate should have been around 23 ml/hr (so a 100ml bottle should have run over 4 hours). This ran over approximately an hour. The patient was stable. Anesthesia on call was notified. Pump was stopped and disconnected from patient. Note left on pump channel to not use pump or tubing, but to save and send to biomed. Lmbme investigation: tubing set was inspected and no irregularities were identified. Pump was also inspected which did not reveal any irregularities. Root cause was not able to be determined. Pump sent to bd for further investigation."